Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 428 mg/dl. Cause of bg was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin, and was discharged the same day with the issue resolved. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.